Event description:
Facility reported of leaking at the connection at female luer lock with male luer lock of tubing harness. Over 2 days, 12 needle lines were leaking blood. Balance quantity of the same lot have been quarantine.

Manufacturer narrative:
Conclusion: we apologized for the inconvenience caused. Due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. Based on DHR and preserved sample review, the avf luer joints of jmss avf sets met the requirements of iso. However, we had disseminated this info to all operational staffs for their awareness of such defect. As stated in avf instruction for use- warning and precautions, ("there may be a slight difference in the luer connectors in blood lines/blood collection set provided by different mfrs. These differences in size may result in possible blood leakage or separation at the connector. To guard against these possibilities, firmly join the male and female luer connectors to each other. Taping assures connection. The connection should be visible at any time for visual inspections during treatment. Jms luer lock connectors comply with iso). MFR will continue to maintain good quality of our products and ensure that only good quality products will be delivered to customers.